Event description:
The suture was used during a c-section. Reportedly, the needle tip broke. The pt was x-rayed and no needle tip was noted. No pt injury was reported. The product was discarded by the hospital.